Event description:
During index procedure one endeavor sprint drug eluting stent was implanted in the 1st obtuse marginal. Approximately 17 days post index procedure, during a staged procedure, the patient had two endeavor sprint drug eluting stents implanted in the lad. Approximately 23 months post index procedure the patient suffered a cerebrovascular accident. The investigator has assessed that the event was not related to the device. It is reported that the patient recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (cva/stroke). (B)(4).

Manufacturer narrative:
Information received that clopidogrel was stopped prior to cva event.